Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received multiple vf shock. Upon interrogation, the shock was identified as appropriate. Chest x-ray was taken and eternalized conductors were observed. Patient will be monitored with 4 months interval device check.